Event description:
A report was received that the patient's ipg was on the belt line and was causing discomfort. The patient will undergo a revision procedure wherein the ipg pocket site will be moved.

Manufacturer narrative:
Correction to the initial MDR: the initial MDR was sent in error; this is not a reportable event.

Event description:
A report was received that the patient's ipg was on the belt line and was causing discomfort. The patient will undergo a revision procedure wherein the ipg pocket site will be moved.